Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a malignant stricture due to cancer of the stomach. It was approximately three to four centimeters, located between the pylorus and the duodenal cap. The anatomy was reported as moderately tortuous. When the physician withdrew the distal handle to deploy the stent, it was noted that the stainless steel shaft was bent. They tried unsuccessfully to reconstrain the stent, but then the distal handle broke. The partially deployed stent was removed from the patient. Outside of the patient, the physician repaired the bent part of the device. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported that during a breast biopsy procedure, the marker could not be released. First marker: collagen resisted the pusher. Plastic was cut off. Second marker in same case stuck in the needle chamber. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The mam3001 applier a was received in good physical condition and partially deployed. The introducer tube was not sheared off. The firing mechanism was tested and it was functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. The mam3001 appliers b and c were received with the introducer tube stretched at the handle area. A functional test could not be performed due to the condition of the returned applier. An investigation action has been initiated to address the root cause for deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b and c additional information: batch # e9fp4l, expiration date: 10/2013, manufacturing date: 11/2008. Clear tube applier stretched.